Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a subdural hematoma. It was noted the patient fell out of bed and hit their head. It was reported the patient had a loss of consciousness, confusion, headache, and nausea. It was noted the patient was hospitalized due to the event. It was reported the patient was prescribed dilantin and told to hold aspirin for one week. It was noted the event was ongoing. It was reported the patient lost their balance and fell again. It was noted the patient had a scalp contusion and nausea. It was reported no action was taken. It was noted the event was ongoing.